Event description:
It was reported that prior to use, blade was broken. The procedure was completed with the use of backup product(s). The cover of the em portion of the em blade was removed. The patient impact. The blade was broken when removed from the package hence the blade was not inserted to the handpiece. The cover of the em part was removed.

Manufacturer narrative:
H3:product analysis confirmed that visually, the tracker hub was unadhered from the outer hub when returned. There was contamination on the outside diameter of the outer tube tip and the inner hub seal. Under magnification, there were traces of a clear residue on the outside diameter of the outer hub that was consistent with adhesive. Per the drawing, a thin layer of loctite is applied onto the outer hub to adhere the tracker and outer hubs. Additionally, there were indentions on the outside diameter of the rotating hub. Functionally, for further analysis, the inner and middle assemblies spun freely by hand with no binding. The blade fit securely into a handpiece and oscillated at 7500rpm with no issues. H6:previous code b17,c20,g04041 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6:previous code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, blade was broken. The procedure was completed with the use of backup product(s). The cover of the em portion of the em blade was removed. The patient impact. The blade was broken when removed from the package hence the blade was not inserted to the handpiece. The cover of the em part was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.